Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of (B)(6) transmissions, it was observed the patient's right atrial lead was sensing noise leading to inappropriate mode switches. No intervention was reported. The patient had no symptoms related to this event.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 13 cm to 13.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
New information received notes the lead was explanted. Further information was requested, but not provided.

Manufacturer narrative:
Additional information: b1, b2, b5, d9, g3, h1, h3, h6.